Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The heartmate 3 lvas instructions for use lists infection, respiratory failure, and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during momentum 3 clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 15 months and 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2019 that the patient was admitted on (B)(6) 2019 due congestive heart failure, with progressive dyspnea on exertion. On (B)(6) 2019, the patient became lethargic, weaker and unable to follow commands or answer questions. The patient was placed on bipap and transferred to ccu. Cta with contrast was performed and suggested bronchopneumonia and antibiotic therapy was started. Per vad clinician, the acute respiratory failure with hypoxia was potentially due a combination of hospital acquired pneumonia, right ventricular dysfunction and restrictive lung disease. The patient was intubated from (B)(6) 2019 to (B)(6) 2019. Patient performed sleep study and significant obstructive apnea was revealed. Patient also presented with nosebleeds. A flexible nasal endoscopy and silver nitrate cautery was applied on raw septal areas, and gelfoam wrapped in surgicel was placed in left nasal cavity and no further bleeding was noted. The patient was treated with antibiotic therapy until (B)(6) 2019. On (B)(6) 2019, the patient was discharge home in stable condition with afrin, lasix, coumadin and asa.